Manufacturer narrative:
The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer. Could not duplicate problem due to handset assembly is not with the unit (not sent with unit). The proximate cause of the customer reported issue cannot be determined. A review of the device history record for sn (B)(4) was performed from 09/09/2019 to 9/10/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
Customer reported the device failed preventive maintenance and dose request cord receptacle was not working. It was reported there was no patient involvement.